Event description:
Report received from (B)(6) stating that the device cannot insert the cutter. Device was not used in surgery. Date of event is unk. It is unk if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).